Event description:
Product was used on the rcfa following a cardiac catheterization procedure. Four days later when pt returned to a ptca procedure, puss was noted at the product site on removal of the iabp. An I&d was done. Although unrelated to product, the pt remained hospitalized due to his general condition.